Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. A chest x-ray was performed, and it was noted that the right ventricular lead could have dislodged. The physician decided to explant and replace the lead on (B)(6) 2018. The patient was stable before, during, and after the procedure.